Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4).

Event description:
A customer's mother reported their adc lancet broke off in the customers skin on (B)(6) 2012 and caused her to experience symptoms of swelling, redness, and pain. The customer reportedly self-treated with "antibiotic ointment" and did not seek third-party medical attention. Based on provided information, there is no indication adc device contributed to a serious injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This serves as a correction report. Device is labeled for single use, the initial report was not correct. (B)(4).